Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 85 mg/dl. Advised the customer to restart the insulin pump, as the device was out of warranty. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.